Event description:
A physician reported the probe did not actuate and the aspiration condition was unknown during a surgery. The surgery was completed after the product was replaced with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector with a broken inner cutter in a bag in a bubble bag. At the time of receipt, the probe was observed to be broken. The sample was visually inspected and found to be nonconforming with the needle completely broken off, confirming the received condition. Tip of the probe body was cracked. No functional testing could be performed due the broken probe needle condition. The broken inner cutter was visually inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Light wear observed at one location on the inner cutter. Orange/brownish foreign material observed on port face. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation was not able to confirm the report of probe did not actuate due to the broken probe needle condition, the investigation also found the probe body cracked. How and when the probe needle became broken and the probe body cracked cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the broken probe needle and cracked probe body was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).